Event description:
Event description guidant received information that this endocardial lead displayed a shorted condition with a shock impedance of less than 10 ohms after an inappropriate shock was delivered.